Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation regarding forceps channel port has corrosion; it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. Regarding the objective lens has foreign objects, cause not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated forceps channel port had corrosion and objective lens has foreign objects. There was no patient involvement.